Manufacturer narrative:
The device was returned and evaluated. Visual analysis found that one side of the screw head was fractured off. Microscopic examination found evidence suggesting this fracture was a consequence of the application of combined tensile and/or flexural stresses greater than the local mechanical strength of the screw head. However, an exact root cause could not be definitively determined. A review of manufacturing records did not reveal any non-conformances or deviations that might have contributed to the reported event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that the tip of a driver broke and a pedicle screw cracked during surgery. The driver broke while installing the screw. The screw cracked while the surgeon was trying to remove the tip of the broken driver. The pedicle screw was removed and replaced with an alternative screw. The procedure was completed using an alternative driver. There was a delay of an hour, but no patient injuries were reported. This is report two of two for this event.